Manufacturer narrative:
Correction from previously reported : (B)(4). The device was received for evaluation. A visual inspection with naked eye noted a loose blue cap inside an unopened pouch. The reported issue was verified. The cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap (pull ring) was detached from the transfer set. This was found when the set came out of the box before use. There was no patient involvement. No additional information is available.